Event description:
It was reported that "fiber card did not work, used different fiber card to complete case." A second fiber was used to complete the case. Patient outcome: "ok".

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-443a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Fiber card analysis: use date: not yet ¿ no procedure data; no card failure was found. Probable root cause: based on the product analysis results, the product complaint of " fiber card did not work" could not be confirmed; but during analysis, a cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Reportability awareness date should have been 5/13/2015.